Manufacturer narrative:
(B) (4).

Event description:
Impedances were checked intra-operatively after the lead was connected to the implantable neurostimulator (ins); before closing the pocket. The readings were fine. In post-op, all impedance readings were >10,000 ohms and the patient felt no stimulation. Retesting at higher voltages (1.5v and 3v) was recommended; impedance readings were >40,000 ohm. They were getting the >40,000 reading on all combos. The decision was made to go back in and address the high impedance. Intra-operatively they were getting normal impedance with the lead alone, but >40,000 when connected to the ins. They replaced the ins with a different one and were still getting >40,000 on all combos. The lead was then replaced. Following the ins and lead replacement, everything "worked fine". Approximately one week after the surgery, the patient was "doing great".